Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
(B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit did not pass the k6, k7, k8 test. The fse opened up the iabp unit and checked the connections of valves k3, k5, k6, k7, and k8. The fse noted that the drive manifold and purge manifold should be tested for fault detection. Additionally, the fse observed that the safety disk was due to be replaced and replaced the part. The fse returned tot he customer's site and tested the purge manifold and drive manifold and it was observed that the error persisted. The fse noted that the volume cylinder, tubing filter and compressor parts should be tried. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) returned to the customers site to continue repairs. The fse replaced the condensation removal module (crm) to rear panel cable, volume cylinder, pump assembly, tubing assembly, and the purge valve assembly. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the iabp unit did not pass the k6, k7, k8 test. The fse opened up the iabp unit and checked the connections of valves k3, k5, k6, k7, and k8. The fse noted that the drive manifold and purge manifold should be tested for fault detection. Additionally, the fse observed that the safety disk was due to be replaced and replaced the part. The fse returned tot he customer's site and tested the purge manifold and drive manifold and it was observed that the error persisted. The fse noted that the volume cylinder, tubing filter and compressor parts should be tried. The fse returned to the customers site to continue repairs. The fse replaced the condensation removal module (crm) to rear panel cable, volume cylinder, pump assembly, tubing assembly, and the purge valve assembly. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.